Manufacturer narrative:
Update: (B)(6) 2013 - litigation papers received. Litigation alleges fluid collection, pseudotumor and elevated metal ion levels. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain. Corrosion at the head/taper junction was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).update rec¿d 11/5/2013¿ pfs and medical records received. Revision operative notes confirmed elevated metal ions, psuedotumor, and fluid. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.the above update does not change the investigation initial findings.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.